Event description:
A malfunction occurred with a code displayed as malf 9, and no notable events were reported prior to the malfunction. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, successfully resolving the issue without the malfunction code recurring. The customer was advised to continue using the pump and to call back if any further issues arise, acknowledging and understanding the instructions provided.